Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away a rehabilitation facility. The cause of death was renal failure and infection. The caller stated that the customer had back surgery, infection, and high blood pressure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the customer's blood glucose levels could not be controlled. The customer was not using sensors. The customer was in and out of rehab facilities as they had back surgery, infections, and could not keep their blood glucose under control due to the infections. The caller declined to return the insulin pump for analysis.